Event description:
A malfunction alarm occurred, and the customer reported no notable events prior to the malfunction. The malfunction code was resettable and did not recur after being reset with assistance from cts. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to continue using the pump and to call back if any malfunction code recurred.